Manufacturer narrative:
This is report 1 of 2 for (B)(6). This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received states that during use the two deltapaq platinum microcoil 3 mm x 6 cm (dfs10030620 / g12622 & dfs100310-20 / g12607) had positioning difficulty with poor conformability and the coils were found to be stretched. The last half cm of these coils seems to be too stiff and had problem in breaking or forming loops. I have saved image where we could not proceed further.¿ per the physician. There is no report of injury for the patient. (B)(4). The coil has severe compression and stretching damage. The last half cm of the coil was found to be stretched. Once the coil is stretched it cannot break to form loops. The most likely root cause of the coil¿s last half cm being stiff and unable to break and form loops was due to the coil being stretched during the procedure. The circumstances of how this damage occurred cannot be determined. Although not complaint related; it was found that the resheathing tool was advanced over the proximal end of the green introducer. For optimum product performance and to prevent potential complications; the IFU; recommends; ¿return to the infusion microcatheter¿s rhv. Loosen the rhv and gently slide the introducer tip out from the rhv; over the dpu wire. Once a small section of the exposed dpu wire is visible; tightly grasp it with the thumb and forefinger of the same hand that is holding the rhv. Using the thumb and forefinger of your other hand; grasp the introducer tip; slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool; leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿ (B)(4). The coil has severe compression and stretching damage. The last half cm of the coil was found to be stretched. Once the coil is stretched it cannot ¿break¿ to form loops. The most likely root cause of the coil¿s last half cm being stiff and unable to break was due to the coil being stretched during the procedure. The circumstances of how this damage occurred cannot be determined. Although not related to the complaint event; it was found that the sheath severely damaged the v notch of the resheathing tool. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end; and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger; as shown in figure 3¿¿ although not complaint related; it was found that the resheathing tool was advanced over the proximal end of the green introducer. For optimum product performance and to prevent potential complications; the IFU; recommends; ¿return to the infusion microcatheter¿s rhv. Loosen the rhv and gently slide the introducer tip out from the rhv; over the dpu wire. Once a small section of the exposed dpu wire is visible; tightly grasp it with the thumb and forefinger of the same hand that is holding the rhv. Using the thumb and forefinger of your other hand; grasp the introducer tip; slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool; leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿ the complaint was confirmed on analysis. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that procedural issues may have contributed to the confirmed events.

Event description:
The complaint received states that during use the two deltapaq platinum microcoil 3 mm x 6 cm (dfs10030620 / g12622 & dfs100310-20 / g12607) had positioning difficulty with poor conformability and the coils were found to be stretched. The last half cm of these coils seems to be too stiff and had problem in breaking or forming loops. I have saved image where we could not proceed further.¿ per the physician. There is no report of injury for the patient.